Event description:
On (B)(6) 2012, patient reported the up and down buttons on the infusion device are defective. She first noticed this a few months ago when she attempted to bolus. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.